Event description:
It was reported that the user experienced elevated blood glucose to 232 mg/dl a few hours after lunch while using the ilet with an inset infusion set, and an insulin set expired alert had occurred after more than three days without a set change; the customer was guided to change supplies and insulin delivery was confirmed as resumed. Customer care provided support that included remote troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. No symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education with self-monitoring. It was concluded that the event was not confirmed to be device related and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.